Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
During follow up on a check lines and bags alarm, corporate product surveillance (cps) received a report from a home patient (hp) that the cause was a bad frangible. The patient completed therapy by just changing out the bag during prime. No patient injury or medical intervention was reported.